Event description:
Boston scientific received information that approximately eight months post implant, this implantable cardioverter defibrillator (ICD) showed a battery status of eleven months remaining. It was noted that the patient had not been exposed to radiation therapy. An attempt was made to download a copy of the device memory for analysis, however, the progress bar continually stopped and restarted. The memory download was unsuccessful. A follow up appointment was scheduled. No adverse patient effects were reported.

Event description:
Additional information was received that during a routine follow up in clinic, the battery longevity was observed to have decreased by five months over a three week timeframe. A replacement procedure was planned. No adverse patient effects were reported.

Event description:
.

Event description:
Subsequently, additional information was received that a memory upload was performed and was returned for analysis. In review of the device's stored data, it appeared that this device a higher than expected level of power consumption. Based on data analysis, the root cause of this observation could not be determined. Boston scientific technical services (ts) discussed device replacement and return of the device for laboratory testing and root cause analysis. An invasive procedure was performed. The device was explanted and replaced successfully. The physician noted that the patient experienced chronic pain in the device area. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. No issue was found with obtaining a memory dump or any other interrogation issue during the return product process or during analysis. A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.